Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level remained in the 400 mg/dl range. Customer used manual insulin injections to treat elevated levels. Customer changed out all supplies; however, the issue continued. Customer verified all pump settings were correct. As the event had occurred in the past, troubleshooting could not be performed with tandem technical support; however, system check confirmed that the pump was performing as intended.